Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump had a bad alarm during testing. No patient was involved. Upon follow up with the customer on (B)(6) 2018 the customer stated the unit did not have an audible alarm but did have a visual alarm.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the enteral feeding pump had a bad alarm during testing. No patient was involved. Upon follow up with the customer on (B)(6) 2018 the customer stated the unit did not have an audible alarm but did have a visual alarm¿. The unit was triaged and the customer¿s reported condition was confirmed, as service found there to be no audible alarm. The unit was disassembled and the main pcba was inspected. U14 was observed to be partially dislodged from the main pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.